Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00041 on 10-feb-2026. Additional information (13-mar-2026): siemens reviewed the instrument data files, and the information provided by the customer. Siemens¿ review of the instrument data indicated that both the erroneously depressed and correct results were obtained using the same creatinine_2 (crea_2) reagent lot_well, ruling out a reagent issue. Siemens¿ review of the photometer data for the erroneous results showed abnormal photometer readings within the reaction curve, most likely due to intermittent improper mixing or bubbles in the reaction cuvette. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed the annual preventive maintenance and realigned the mixers and probes. Siemens evaluated the event and determined that a hardware issue potentially contributed to the erroneously depressed crea_2 results, which was resolved through standard service actions performed by the cse. A specific hardware issue could not be identified as multiple service actions were performed during preventive maintenance. The analyzer is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Note: siemens reviewed the instrument data and noted that sample identifier (B)(6) was initially processed on the original analyzer before the erroneous result was obtained. The erroneous result was <13 mol/l, not 13 mol/l as previously indicated, and it was obtained during repeat testing on the original analyzer. The initial result was higher than the erroneous result and was considered correct. Correction: section b6 has been updated to reflect the sample data for sample identifier (B)(6). Sections d1, d2, and d4 have been updated to reflect the analyzer details. Section g1 has been updated to reflect the contact office - manufacturing site information of the analyzer. Section g4 has been updated to reflect the PMA/510(k) number of the analyzer. Section h4 has not been updated because the manufacture date of the analyzer is not available. Section h8 has been updated to reflect the usage of device for the analyzer.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens remote services center (rsc) and reported that erroneously depressed creatinine_2 (crea_2) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality control (qc) was within range prior to running patient samples on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported that erroneously depressed creatinine_2 (crea_2) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The samples were reprocessed on an alternate atellica ch 930 analyzer. The reprocessed results were higher than the erroneous results. The reprocessed results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results.